Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 15683285, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had an infection at the lead incision site. Symptoms were headache, weakness, incision site was irritated with pus on the pocket and felt very off balance. The physician believed that the infection was procedure related. The patient was given oral antibiotics.

Event description:
A report was received that the patient had an infection at the lead incision site. Symptoms were headache, weakness, incision site was irritated with pus on the pocket and felt very off balance. The physician believed that the infection was procedure related. The patient was given oral antibiotics.

Manufacturer narrative:
Additional information was received that the infection had cleared up. The patient underwent a revision procedure and was doing well.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to loss of stimulation in the targeted areas. During the revision, the old ipg was replaced with a new ipg and new leads were implanted. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had an infection at the lead incision site. Symptoms were headache, weakness, incision site was irritated with pus on the pocket and felt very off balance. The physician believed that the infection was procedure related. The patient was given oral antibiotics.